Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. An interrogation noted that the right atrial (ra) lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) possibly leading to inappropriate high voltage therapy. The ra lead remains in use. No further patient complications have been reported as a result of this event.